Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the front panel corrected the reported issue.

Event description:
The customer reported that the touch screen on the ventilator is not working. Observed liquid patches on the right bottom of the touch screen. No patient involvement.